Manufacturer narrative:
Combination product: yes.

Event description:
This lead was explanted due to noise and oversensing resulting in inappropriate shocks. Should additional information become available, this file will be updated.

Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut into 3 segments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found squeezed and damaged 21 cm distal to is-1 connector pin, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. The insulation damage in this area was consistent with a crushing type of movement. Due to the location and type of damage, analysis determined it was likely caused by entrapment in the clavicle first-rib region. Additionally, the fixation helix and the rv shock coil were found deformed, which probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.